Manufacturer narrative:
(B)(4). Additional information was received that the patient's device reached elective replacement indicator (eri) on (B)(6) 2014. Although the patient was under hospice care and in very poor health, the physician elected to replace the device on (B)(4), 2014. Then one day later, the patient passed away in the hospital. The physician confirmed the procedure did not in any way contribute to the patient's death and that the patient was stable following the procedure. The device was explanted post-mortem and will be returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted body fluid contamination in the lead barrels; however the header to device casing bond was intact. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory confirmed no low voltage alerts had been recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
--

Manufacturer narrative:
(B)(4). It is uncertain if the device will be replaced as the decision is up to the patient based on their condition. No further information is available. Should additional information become available, this report will be updated.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported. The field representative discussed the analysis with the physician. As the patient has lung cancer, the physician was going to give the patient the choice of not taking any further action or replacing the device. Device data was reviewed to determine a nominal time to therapy impact based on the patient's condition and the potential for not replacing the device. Based on the data review, engineers gave an estimated 45 days for tachycardia therapy and 70 days for bradycardia therapy from (B)(6) 2014, which was the date of the last remote monitoring upload. At this time, the device remains in service.